Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20027e and lot# 25095780 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite extension set had separated. The following information was provided by the initial reporter: a bd smartsite extension set with 0.2 micron filter arrived with part of its tubing detached when it was sent from pharmacy with an infusion bag of nexviazyme. This defect was caught before it was attached to the patient or to the bag of drug. The tubing was detached at the filter on the side that connects to the primary tubing. Packaging was intact and did not look like the defect occurred after mishandling. Pharmacy was notified. Lot # (10)25095780, exp. 9/23/28. Product ref# 20027e. Pt code: 4582. Device codes: 2907, 2588. Ref report: mw5178726.